Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection, pressure testing and functional leak testing were performed. During the leak and pressure tests a leak was identified on the bags seam. The cause of the leak could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container leaked. The reporter stated that the leak was from the bag seam near the ports, and the bag had been filled with gammagard. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.